Event description:
Patient was revised to address poly wear. Loosening of the femoral component at the cement/bone interface was also reported; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the supplied x-rays found evidence consistent with device wear. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Given the 14 year duration of use, device wear is not unexpected. Given the duration of use, there is no evidence that suggests the presence of product defects or that defective product performance contributed to the patient¿s condition. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.